Event description:
The customer tested his blood glucose using his contour meter and received a reading of 224 mg/dl. His glucose was also tested using a lab test and that reading was 117 mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. The test strips are to be returned for evaluation. Replacement test strips were sent to the customer.